Manufacturer narrative:
The ge service rep found a broken stator 12 gauge wire. The rep ordered a new high voltage cable, and will schedule time for service visit.

Event description:
The customer reported that the system was receiving stator not on errors. No pt injuries were reported.